Manufacturer narrative:
(B)(4). Batch # t9252c. User facility medwatch: (B)(4) device analysis: the analysis results found that the el5ml device was returned with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips did not fully advance into the jaw. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. In addition, 14 clips were found inside clip track. No conclusion could be reached as to what may have caused the feeding incident. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot/batch number t9252c, and no non-conformances were identified. User facility medwatch event: during surgical procedure for laparoscopic repair of paraesophageal hernia w/nissen fundoplication and use of mesh, surgeon attempted to use the device and it only fired two staples. The item package stated 15 clips, and only two clips fired then empty. No harm to patient. Replaced device with new device. Surgery completed. (B)(4).

Event description:
It was reported that during an unknown procedure the doctor deployed a few clips, put the device down, for a moment, tried to continue to use the device and the device wouldn't deploy any additional clips. A second like device was used to complete the procedure. There were no patient consequences reported.